Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal fentanyl 50 mcg/ml and bupivacaine 30 mg/ml in minimum rate mode via an implanted pump for spinal pain. It was reported the catheter had a tear/hole/fracture. The patient had an ortho procedure done and the catheter was cut. The catheter revision was on the date of this report and flow rate calculations and ligating the ascenda were reviewed. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.